Event description:
Prior to use, the trach care catheter detached from the manifold. Patient involvement, adverse events, patient injury or medical intervention were not mentioned. Ballard medical products has no first hand knowledge of the allegations, but is relaying information received from outside sources pursuant to federal regulations.